Event description:
This is a spontaneous case report received on (B)(6) 2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Quality safety evaluation was received on 26-may-2016. Ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)/heavy bleeding") in a 40-year-old female patient who had essure (batch no. 638594-invalid, 646517) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube". The patient's previously administered products included for genital herpes: valcyclovir in 2009; for an unreported indication: valtrex. Concurrent conditions included adenomyosis, sleep problem and energy decreased. Concomitant products included bupropion (wellbutrin) from 2010 to 2016 for depression as well as estradiol from 30-nov-2015 to 21-dec-2015, levothyroxine sodium (synthroid) since 2013 and thyroid since 2013. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, 3 years 3 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression,"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced hormone level abnormal ("hormonal changes"), allergy to metals ("allergic or hypersensitivity reaction-nickel,"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anger ("anger"), migraine ("migraines"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), alopecia ("hair loss"), abdominal pain ("major cramping,"), abdominal distension ("bloating"), headache ("headaches"), adnexa uteri cyst ("paratubal cyst") and abdominal pain lower ("major cramping"). The patient was treated with esomeprazole magnesium (nexium) and surgery (she had total robotic hysterectomy and underwent hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, alopecia and adnexa uteri cyst outcome was unknown, the genital haemorrhage, weight increased, abdominal distension, headache and abdominal pain lower had resolved, the depression and abdominal pain was resolving and the anger had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri cyst, allergy to metals, alopecia, anger, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. (B)(6) 2015: essure confirmation test: total bilateral occlusion health provider result: normal in right location (B)(6) 2015: hysterosalpingogram test confirmed. 638594-invalid, 646517: batch number: 646517 manufacturing date: 2009/06 expiration date: 2012/06. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of ptc. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)/heavy bleeding') in a 40-year-old female patient who had essure (batch no. 638594-inv, 646517) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube". The patient's previously administered products included for genital herpes: valacyclovir; for an unreported indication: valtrex. Concurrent conditions included adenomyosis, sleep problem, energy decreased, hyperthyroidism and body mass index normal. Concomitant products included bupropion hydrochloride (wellbutrin) from 2010 to 2016 for depression, levothyroxine sodium (synthroid) since 2013, liothyronine sodium (cytomel) and thyroid since 2013 for hypothyroidism as well as estradiol from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), 3 years 3 months after insertion of essure. On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression,"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain ("major cramping,"). On (B)(6) 2015, the patient experienced adnexa uteri cyst ("tumor / teratoma / cancer type: para tubal cysts/paratubal cyst"). On an unknown date, the patient experienced vaginal disorder ("hormonal changes/hormonal changes describe: vaginal changes"), allergy to metals ("allergic or hypersensitivity reaction-nickel,"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anger ("anger"), migraine ("migraines"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), abdominal distension ("bloating"), headache ("headaches"), abdominal pain lower ("major cramping/cramping") and thyroid disorder ("thyroid") and was found to have weight increased ("weight gain"). The patient was treated with esomeprazole and surgery (she had total robotic hysterectomy and underwent hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, alopecia, adnexa uteri cyst and thyroid disorder outcome was unknown, the genital haemorrhage, weight increased, abdominal distension, headache and abdominal pain lower had resolved, the depression and abdominal pain was resolving and the anger had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri cyst, allergy to metals, alopecia, anger, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, thyroid disorder, vaginal discharge, vaginal disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion, normal in right location. 638594-inv, 646517 batch number: 646517 manufacturing date: 2009/06 expiration date: 2012/06. Concerning the injuries reported in this case, the following ones was reported via social media: thyroid disorder. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and social media received. New event added: thyroid. Reporter and concomitant condition were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 40-year-old female patient who had essure (batch no. 638594-inv, 646517) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failue to occlude fallopian tube". The patient's previously administered products included for genital herpes: valcyclovir; for an unreported indication: valtrex. Concurrent conditions included adenomyosis, sleep problem, energy decreased, hyperthyroidism and body mass index normal. Concomitant products included bupropion hydrochloride (wellbutrin) from 2010 to 2016 for depression, levothyroxine sodium (synthroid) since 2013, liothyronine sodium (cytomel) and thyroid since 2013 for hypothyroidism as well as estradiol from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),/heavy cycles"), 3 years 3 months after insertion of essure. On (B)(6) 2015, the patient experienced genital haemorrhage ("abnormal bleeding (general)/heavy bleeding"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression,"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain ("major cramping,"). On (B)(6) 2015, the patient experienced adnexa uteri cyst ("tumor / teratoma / cancer type: para tubal cysts/paratubal cyst"). On an unknown date, the patient experienced vaginal disorder ("hormonal changes/hormonal changes describe: vaginal changes"), allergy to metals ("allergic or hypersensitivity reaction-nickel,"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anger ("anger"), migraine ("migraines"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), abdominal distension ("bloating"), headache ("headaches"), abdominal pain lower ("major cramping/cramping"), thyroid disorder ("thyroid"), amnesia ("memory loss") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). The patient was treated with esomeprazole and surgery (she had total robotic hysterectomy and underwent hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, alopecia, adnexa uteri cyst, thyroid disorder, amnesia and anxiety outcome was unknown, the genital haemorrhage, weight increased, abdominal distension, headache and abdominal pain lower had resolved, the depression and abdominal pain was resolving and the anger had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri cyst, allergy to metals, alopecia, amnesia, anger, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, thyroid disorder, vaginal discharge, vaginal disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion, normal in right location. 638594-inv, 646517 batch number: 646517 manufacturing date: 2009/06 expiration date: 2012/06. Concerning the injuries reported in this case, the following ones was reported via social media: thyroid disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- new events memory loss, and anxiety was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 40-year-old female patient who had essure (batch no. 638594-inv, 646517-valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failue to occlude fallopian tube". The patient's previously administered products included for genital herpes: valcyclovir; for an unreported indication: valtrex. Concurrent conditions included adenomyosis, sleep problem, energy decreased, hyperthyroidism and body mass index normal. Concomitant products included bupropion hydrochloride (wellbutrin) from 2010 to 2016 for depression, levothyroxine sodium (synthroid) since 2013, liothyronine sodium (cytomel) and thyroid since 2013 for hypothyroidism as well as estradiol from (B)(6) 2015. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),/heavy cycles"), 3 years 3 months after insertion of essure. On (B)(6) 2015, the patient experienced genital haemorrhage ("abnormal bleeding (general)/heavy bleeding"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression,"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain ("major cramping,"). On (B)(6) 2015, the patient experienced adnexa uteri cyst ("tumor / teratoma / cancer type: para tubal cysts/paratubal cyst"). On an unknown date, the patient experienced vaginal disorder ("hormonal changes/hormonal changes describe: vaginal changes"), allergy to metals ("allergic or hypersensitivity reaction-nickel,"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anger ("anger"), migraine ("migraines"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), abdominal distension ("bloating"), headache ("headaches"), abdominal pain lower ("major cramping/cramping"), thyroid disorder ("thyroid"), amnesia ("memory loss") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). The patient was treated with esomeprazole and surgery (she had total robotic hysterectomy and underwent hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, alopecia, adnexa uteri cyst, thyroid disorder, amnesia and anxiety outcome was unknown, the genital haemorrhage, weight increased, abdominal distension, headache and abdominal pain lower had resolved, the depression and abdominal pain was resolving and the anger had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri cyst, allergy to metals, alopecia, amnesia, anger, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, thyroid disorder, vaginal discharge, vaginal disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram on (B)(6) 2015: total bilateral occlusion, normal in right location. 638594-inv, 646517 batch number: 646517 manufacturing date: (B)(6) 2009 expiration date: (B)(6) 2012 concerning the injuries reported in this case, the following ones was reported via social media: thyroid disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)/heavy bleeding") in a 40-year-old female patient who had essure (batch no. 638594, 646517) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failue to occlude fallopian tube". The patient's previously administered products included for genital herpes: valcyclovir in 2009; for an unreported indication: valtrex. Concomitant products included bupropion (wellbutrin) from 2010 to 2016 for depression as well as estradiol from (B)(6) 2015 to (B)(6) 2015, levothyroxine sodium (synthroid) since 2013 and thyroid since 2013. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, 3 years 3 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression,"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced hormone level abnormal ("hormonal changes"), allergy to metals ("allergic or hypersensitivity reaction-nickel,"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anger ("anger"), migraine ("migraines"), dyspareunia ("dyspareunia (painful sexual intercourse)"), teratoma ("tumor / teratoma / cancer,"), weight increased ("weight gain"), alopecia ("hair loss"), abdominal pain ("major cramping,"), abdominal distension ("bloating"), headache ("headaches"), neoplasm ("tumor"), neoplasm malignant ("cancer") and abdominal pain lower ("major cramping"). The patient was treated with esomeprazole magnesium (nexium) and surgery (underwent hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, migraine, dysmenorrhoea, dyspareunia, teratoma, vaginal discharge, alopecia, neoplasm and neoplasm malignant outcome was unknown, the genital haemorrhage, weight increased, abdominal distension, headache and abdominal pain lower had resolved, the depression and abdominal pain was resolving and the anger had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anger, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, neoplasm, neoplasm malignant, pelvic pain, teratoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and mr received, new reporter,patient demographic information, relevant history,lab data, essure indication and lot number,start stop date,concomitant product, new events abnormal bleeding (general), allergic or hypersensitivity reaction-nickel, apareunia (inability to have sexual intercourse, depression, anger, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), tumor / teratoma / cancer, pain, vaginal discharge, weight gain, hair loss, major cramping, bloating, headaches, failure to occlude fallopian tubes and heavy bleeding were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)/heavy bleeding") in a 40-year-old female patient who had essure (batch no. 638594, 646517) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failue to occlude fallopian tube". The patient's previously administered products included for genital herpes: valcyclovir in 2009; for an unreported indication: valtrex. Concomitant products included bupropion (wellbutrin) from 2010 to 2016 for depression as well as estradiol from (B)(6) 2015 to (B)(6) 2015, levothyroxine sodium (synthroid) since 2013 and thyroid since 2013. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, 3 years 3 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression,"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced hormone level abnormal ("hormonal changes"), allergy to metals ("allergic or hypersensitivity reaction-nickel,"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anger ("anger"), migraine ("migraines"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), alopecia ("hair loss"), abdominal pain ("major cramping,"), abdominal distension ("bloating"), headache ("headaches"), adnexa uteri cyst ("paratubal cyst") and abdominal pain lower ("major cramping"). The patient was treated with esomeprazole magnesium (nexium) and surgery (underwent hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, alopecia and adnexa uteri cyst outcome was unknown, the genital haemorrhage, weight increased, abdominal distension, headache and abdominal pain lower had resolved, the depression and abdominal pain was resolving and the anger had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri cyst, allergy to metals, alopecia, anger, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. (B)(6) 2015: essure confirmation test: total bilateral occlusion health provider result: normal in right location (B)(6) 2015: hysterosalpingogram test confirmed. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received and the following information was provided: cancer/tumor/teratoma was updated to paratubal cysts. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)/heavy bleeding") in a 40-year-old female patient who had essure (batch no. 638594-not valid, 646517) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failue to occlude fallopian tube". The patient's previously administered products included for genital herpes: valcyclovir in 2009; for an unreported indication: valtrex. Concurrent conditions included adenomyosis, sleep problem and energy decreased. Concomitant products included bupropion (wellbutrin) from 2010 to 2016 for depression as well as estradiol from (B)(6) 2015, levothyroxine sodium (synthroid) since 2013 and thyroid since 2013. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, 3 years 3 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression,"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain ("major cramping,"). On (B)(6) 2015, the patient experienced adnexa uteri cyst ("tumor / teratoma / cancer type: para tubal cysts/paratubal cyst"). On an unknown date, the patient experienced vaginal disorder ("hormonal changes/hormonal changes describe: vaginal changes"), allergy to metals ("allergic or hypersensitivity reaction-nickel,"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anger ("anger"), migraine ("migraines"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), alopecia ("hair loss"), abdominal distension ("bloating"), headache ("headaches") and abdominal pain lower ("major cramping"). The patient was treated with esomeprazole magnesium (nexium) and surgery (she had total robotic hysterectomy and underwent hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, alopecia and adnexa uteri cyst outcome was unknown, the genital haemorrhage, weight increased, abdominal distension, headache and abdominal pain lower had resolved, the depression and abdominal pain was resolving and the anger had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri cyst, allergy to metals, alopecia, anger, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. (B)(6) 2015: essure confirmation test: total bilateral occlusion health provider result: normal in right location (B)(6) 2015: hysterosalpingogram test confirmed. 638594-not valid, 646517. Batch number: 646517 manufacturing date: 2009/06 expiration date: 2012/06 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-sep-2018: pfs received. Events hormonal changes describe: vaginal changes was added, event onset dates were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.